Event description:
Device malfunction: stent fracture. Time of malfunction: unknown. Symptoms/ae: in-stent restenosis, asymptomatic. Time of ae: approximately 2 years post procedure. It was reported that 2 years post left carotid artery xact stent implantation a carotid duplex showed worsening velocities on the left side. Elective angiography in 2008 found a clean, circumferential stent fracture that essentially severed the top one-third of the stent from the lower-two-thirds. Additionally, 90% in-stent stenosis was observed at the fractured area. Angioplasty and xact stent placement were done to treat both the restenosis and stent fracture, resulting in a residual stenosis of less than 10%. There was no adverse patient sequela. Though requested, no additional information was available.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. A review of the finished device history record for this lot did not reveal any non-conformities which could have contributed to this complaint.